Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder procedure, the lower portion of the suture passer's jaw broke off and fell into the body. The surgeon went open to retrieve the fragment, which added approximately 15 minutes onto the procedure. The repair was successfully completed without further issue.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return of device.

Manufacturer narrative:
The complaint device was received and evaluated visually; both with the naked eye and under power; it is noted that the lower half of the jaw is missing. The portion of the jaw that is missing is a rigid part of the barrel and is non-articulating; the condition of the material at the area of the break is indicative of some mechanical force having been applied, enough to cause the breakage. Considering that its function is only to momentarily help hold and stabilize soft tissue, we attribute its condition to technique, a user issue; also, the device is 2 years old. Outside of these considerations, we cannot discern any other root cause for the reported issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.